Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is unknown/49 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "risk factors for implantable defibrillator lead fracture in a recalled and a non recalled lead." Journal of cardiovascular electrophysiology. 2010. Vol. 21, no. 6. Doi: 10.1111/j.1540-8167.2009.01683.x. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding lead fractures. The article reports patients that received inappropriate shocks with lead fractures. The leads exhibited an increase in impedance to out of range values for the pace/sense portion and the defibrillation portion, and oversensing of artifact/noise, many triggered by lead integrity alerts (lia). One patient presented with syncopal episodes. Another patient presented to the emergency department with complaints of multiple presyncopal episodes and subsequently developed syncope and asystole requiring the emergent placement of a temporary pacemaker. Chest x-rays were performed, and lead revisions were performed. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event.